Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. The exact date of stent removal was not reported. It is unknown when the stent was implanted in the patient. According to the complainant, during the stent removal procedure, the physician noticed that the stent had perforated the opposing duodenal wall of the patient. The physician successfully removed the stent from the patient and closed the defect endoscopically. The patient's condition at the conclusion of the procedure was reported to be stable.